Event description:
The customer reports observation of a falsely-elevated atellica im high-sensitivity troponin I (tnih) result when using reagent lot 072. An initial elevated tnih result of 66.6 ng/l was obtained when testing a serum sample from female patient # (B)(6). The lab routinely re-tests all initially high tnih results. The same sample was re-tested on the same instrument as well as on another atellica im analyzer; repeat-test results from both systems were lower (below 99th-percentile value of 38.64 ng/l for females). The lower result was accepted as correct. There are no allegations of any adverse health consequences due to the discordant atellica im tnih result.

Manufacturer narrative:
A customer from outside the united states reported observation of a discordant, elevated atellica im high-sensitivity troponin I (tnih) result for one patient. Repeat testing using the same method produced consistently lower results, which were accepted as correct. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
MDR 1219913-2022-00227 was initially filed on 2022-07-21. Additional information, 2022-09-14: siemens has concluded the investigation. A customer from outside the united states reported observation of an initial elevated atellica im tnih result which was discordant relative to repeat testing. Repeat testing of the same sample using both the same instrument and another atellica im analyzer produced lower results, which were accepted as correct. System log files were requested but not provided. The issue was evaluated on the basis of available information. Quality control (qc) results were within range before and after the conflicting measurements. This indicates a sample-specific cause. A single discordant observation was reported. No other samples tested around the time of the event were affected, so a sample-specific pre-analytical factor is a potential cause of the elevated result, rather than a system issue. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical factors or sample-specific issues as contributing factors. No product problem was identified. The customer is operational, and no further action is required. Notes: in section h6, the codes for investigation findings and investigation conclusion have been updated.